Event description:
It was reported that the patient experienced discomfort and the implantable cardiac monitor exhibited noise recovery episodes. The physician suspected a programming anomaly. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.